Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient came to the surgeons clinic with knee pain. X-rays show a fracture in the tibial component.

Manufacturer narrative:
An event regarding fracture involving a tritanium baseplate was reported. The event was confirmed by x-rays. Method and results: device evaluation and results: not performed as product was not returned, it remains implanted. Medical records received and evaluation: clincial review indicates that the baseplate fracture occurred through loss of bone support through an external overload condition with morbid obesity as one factor but quite likely not the only relevant factor. A clear and complete cause cannot be provided based on the information provided. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Clincial review indicates that the baseplate fracture occurred through loss of bone support through an external overload condition with morbid obesity as one factor but quite likely not the only relevant factor. Further information such as product details, additional x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came to the surgeons clinic with knee pain. X-rays show a fracture in the tibial component.

Manufacturer narrative:
An event regarding fracture involving a tritanium baseplate was reported. The event was confirmed by x-rays. Medical records received and evaluation: clinical review indicates that the baseplate fracture occurred through loss of bone support through an external overload condition with morbid obesity as one factor but quite likely not the only relevant factor. A clear and complete cause cannot be provided based on the information provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Clinical review indicates that the baseplate fracture occurred through loss of bone support through an external overload condition with morbid obesity as one factor but quite likely not the only relevant factor. The patient has now been revised and product details have been provided however further information such as device return and analysis, additional x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came to the surgeons clinic with knee pain. X-rays show a fracture in the tibial component.